Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and congestive heart failure (chf) for a mitraclip procedure. During the procedure, while independently grasping the leaflet, tear was observed. Clip was not implanted, and balloon pump was inserted as a result of leaflet tear. Patient was hospitalized and was in intensive care unit (ICU). There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was reported that the patient had deceased. It was reported that the mitraclip contributed to the death of the patient.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported positioning failure (leaflet grasping) could not be determined. The cause of the reported tissue injury appears to be a cascading effect of the grasping attempts. The cause of the reported death could not be determined. The reported patient effect of tissue injury and death are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Code 1157 was removed and 1158 was added.